Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission for their implantable cardioverter defibrillator. Upon review of the electrogram at the clinic, post-paced t-wave oversensing was noted. The patient did not receive therapy during the oversensing. The low frequency attenuation filter was programmed on. Programming changes were made. An induction test and additional programming changes were performed on (B)(6) 2019. The patient was stable.